Manufacturer narrative:
The "date of event" has not been provided. The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges armrests broke due to leaning or using them for transfer in the bathroom causing her to fall out of the chair and hit head on sink.